Event description:
It was reported that the programmer had noise on its external electrocardiogram plug. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis discovered a loose electrocardiogram (ECG) connector which would have caused electrical noise on the ECG. As a result the link electronic module (lem) circuit board was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.